Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced significant pain, even when the arms at rest. As per the patient, there were no signs of infection and mentioned that this ICD was implanted in a subpectoral location. The patient was informed that such pain is not expected to persist for several weeks and was referred to physician for further evaluation. At this time, this ICD remains in service. No additional adverse patient effects were reported.